Manufacturer narrative:
Continuation of d10: 5867-3m adaptor; 693565 lead implanted: (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient keeps hearing a magnet tone from the cardiac resynchronization therapy defibrillator (crt-d) and they insist they are not around any magnets. It was noted that there were eight magnet tones leading up to the patient being interrogated. The patient reported hearing tones occur in the shower with no wand to pull down, no magnet shower curtain, the patient reports hearing the tone while on the toilet, in the bed and in the car. The patient reports the magnet tone going off several times during different scenarios. There have been forty-seven magnet alerts since implant. It was noted that the patient was seen in-clinic, and the healthcare professionals were unable to reproduce any tones. The healthcare professionals tried with the patient phone, ring, moving the patient arms, the patient badge, and the patient ¿airpods¿, but was unable to reproduce the tones. A series of beeps occurred while the patient was in bed and continued after they got up and got ready. It was noted that the patient thinks the device is malfunctioning due to the constant toning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an audible alert. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the root cause of the toning was not determined.